Event description:
It was reported that this cardiac re-synchronization therapy defibrillator (crt-d) programmed settings were causing ventricular tachycardia (vt). Technical services (ts) was consulted and recommended re-programming options. This crt-d remains in service. No additional adverse patient effects were reported.